Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue downstream failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be downstream sensor being out of specification which requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue downstream failure . No additional information is available.